Event description:
The customer reported via phone call that she had been sick for 4 days and thinks she may have the flu. Customer has been to her doctor and discussed why her blood glucose has been in the 300's mg/dl and 500's mg/dl in the last 2 days. Customer stated that she has been using manual injections in addition to bolusing with the pump. Customer stated that although her blood glucose came down, her blood glucose is still going back to normal. Customer stated that 2 days before her blood glucose started going high, she was sick for about 2 days. Customer was achy and nauseous with a bad headache. Customer's current blood glucose was 326 mg/dl. Customer had high blood glucose symptoms of extreme thirst, vomiting, and nausea. Customer treated using the pump. Customer only has threshold suspend alarms in her alarm history. The insulin pump will be replaced. Customer was advised to do a complete set change. Customer mentioned that her dome label sticker is also missing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.